Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.